Manufacturer narrative:
The patient weight was not provided. The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-01050. (B)(4). Approximate age of device - 2 years, 3 months. (B)(4); the explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017 for acute altered mental status. A head CT scan revealed left frontal, right temporal, and right caudate infarcts with small hemorrhagic conversion. The stroke symptoms gradually improved during the course of the hospital stay. It was reported that the patient had dysarthria, but was otherwise alert and oriented. The patient was also diagnosed with pump thrombosis during the hospital admission and a pump exchange was performed on (B)(6) 2017. The operative course was complicated by left ventricular / lvad suction events. The patient received 8 units of packed red blood cells, 2 units of fresh frozen plasma, 10 units of cryoprecipitate, 2 units of platelets, and 1.5 l of albumin. While coming off of bypass the patient experienced ventricular fibrillation requiring multiple defibrillations, and administration of magnesium, lidocaine, and amiodarone. Postoperative echocardiogram revealed mild to moderate right ventricular dysfunction and mild aortic regurgitation. No device issues were reported postoperatively. No additional information was provided.

Manufacturer narrative:
The report of pump thrombosis could not be confirmed because the explanted device was not returned for investigation. Furthermore, a direct correlation between the device and the reported stroke could not be determined through this evaluation. Device thrombosis, stroke, bleeding and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.